Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. Both the t1 and t2 anchors are as manufacturer intended. The deployment needle is in the t1 pre-deployment position. A functional evaluation confirmed the device was in the t1 pre-deployment position. The device functioned as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscal repair, inside the patient, using fast-fix 360 curved ndl delivery sys, after t1 was already implanted t2 pre deployed through the meniscus. Both implants were removed from the patient. The procedure finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.